Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer alleges when they opened a vial of test strips, there was only one test strip in the vial and it was used. It is unclear when the customer opened the vial of test strips, no information about the lot number of the test strips was given by the consumer. The consumer discarded all products in question; therefore, nova biomedical will not be able to review and evaluate any products.